Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer alleged that the pump over delivered based off the fill estimate reading and was hospitalized with a low blood glucose (bg) level; level was unknown. Customer addressed bg by drinking carbohydrates. Customer declined to provide further information with tandem technical support. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.